Event description:
The user facility reported that water was leaking from their washers. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found loose hose clamps and worn door gaskets. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.